Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the customer was hospitalized on (B)(6) 2018 due to high blood glucose . The customer¿s blood glucose was unknown at the time of hospitalization. The customer experienced symptoms such as feeling weak. Vomiting, and loss of appetite. The customer was treated at the hospital and was wearing the insulin pump during the hospitalization. Caller also reported that they were unable to complete the prime process and they did not receive 2nd series of beep and the numbers dis not appear on the screen. Caller also mentioned that the insulin pump buttons were hard to press. Caller declined high blood glucose troubleshooting. The caller was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected prime/fill anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test. Pump was received with intermittent all the buttons response due to flattened all the buttons dome switch. No moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.